Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 11500a25 implanted in aortic position was explanted from a 64-year-old patient after an implant duration of (4) years and four (4) months due to severe aortic stenosis. Valve obstruction was stated as the reason for the increased gradient as per prior echocardiography report. Pannus and thrombosis were excluded through a CT scan performed three years and seven months after the valve implantation. Valve was showing a significant mean pressure progression, from pre-discharge 24mmhg up to 39mmhg, after an implant duration of three (3) years and four (4) months. Reportedly, patient was asymptomatic. During the redo surgery, healed prosthesis endocarditis was observed. Outcome was indicated as resolved.

Manufacturer narrative:
Initially, it was reported that this valve model 11500a25 implanted in aortic position was explanted from a 64-year-old patient after an implant duration of (4) years and four (4) months due to severe aortic stenosis. However, through investigation it was learned that this valve was explanted due to endocarditis vegetations leading to leaflet thickening and severe aortic stenosis. Prosthetic device endocarditis is a rare but serious complication of cardiac valve procedures despite improvements in prosthesis types, surgical techniques, and infection control measures. Infection can be categorized as early, intermediate, or late after device implant. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device (common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.